Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer alleges that a screw was missing from the left foot brake causing it to flop down.